Event description:
Allergan aesthetics received a report of a patient treated chest with coolsculpting cooladvantage coolcore on (B)(6) 2021 and axillary puff on (B)(6) 2021 with coolsculpting cooladvantage coolcurve+ may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest using a coolsculpting cooladvantage coolcore applicator on (B)(6) 2021 and on the axillary puff on (B)(6) 2021 using the cooladvantage coolcurve+ applicator, who may have developed paradoxical hyperplasia (ph). Allergan received an additional report that a patient received a coolsculpting treatment to the submental and chest areas on (B)(6) 2021 using the cooladvantage+ and coolmini applicators and presented with ph post treatment.

Event description:
Legal team reported to allergan that a patient received a coolsculpting treatment to the submental and chest on (B)(6) 2021 using the cooladvantage+ and coolmini applicators and presented with pah post treatment. Diagnosed with pah on (B)(6) 2021 by medical doctor.